Event description:
Patient complained of pain at upper left corner of device pocket. He stated he couldn't even wear a seatbelt because of the discomfort. No skin breakdown noted. Physician did a pocket revision and placed the device sub-pectoral on the left side.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.